Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the tip of the trocar had broken off into three pieces. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  The exact root cause of the obturator tip breakage is unknown; however, this may have been due to excessive force being applied to the unit. This document represents our final report.

Event description:
Laparoscopic cholecystectomy- "surgeon was inserting trocar (ancillary port) and the tip of the obturator snapped/shattered during trocar insertion through abdominal layers."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.